Event description:
It was reported that prior to the stenting procedure on (B)(6) 2012, the patient had experienced episodes of aphasia and right upper extremity numbness and weakness. A procedure was performed in the mildly calcified left internal carotid artery and an accunet embolic protection device was advanced into the patient anatomy and deployed. During the procedure, the patient experienced an episode of hypotension and bradycardia. The patient became aphasic and had right upper extremity weakness and numbness. The hypotension and bradycardia were treated with an intravenous fluid bolus; the patient's symptoms resolved, including the aphasia, numbness and weakness and the patient was back to baseline. The symptoms then returned when another episode of hypotension and bradycardia were experienced when the sheath was pulled. Intravenous fluids, dopamine and levophed were administered and symptoms of hypotension and bradycardia resolved in less than 48 hours. The patient's aphasia, numbness and weakness continued. Magnetic resonance imaging performed on (B)(6) 2012 revealed an acute infarct in the left middle cerebral artery distribution. Computed tomography without infusion was performed on (B)(6) 2012; results were worrisome for recent cerebral infarction involving the left cerebral hemisphere. Decadron was administered. The patient was to be discharged to a rehabilitation facility on (B)(6) 2012, but was found to be in atrial fibrillation and had an elevated troponin level of 7.4. An amiodarone drip was started and the patient was seen by a cardiologist. The patient was discharged to a rehab facility/skilled nursing on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident, hypotension and weakness are known observed and potential adverse events as listed in the rx accunet instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
Subsequent to the initial MDR, the patient was re-hospitalized on (B)(6) 2012 with a stroke. Repeat computed tomography noted increased cerebral edema suggesting left middle cerebral artery infarction since the study performed on (B)(6) 2012. No treatment was provided. No additional information was provided.

Manufacturer narrative:
(B)(4)